Event description:
Patient is seen every 3-4 months for refill of medication into baclofen pump. Practitioner questioned the accuracy of the delivery as only 1ml of the medication was in reserve at time of appointment, when there is usually 6 or 7 mls. Previous appointments show +/- within an acceptable range. Practitioner spoke with representative who also stated concern. Pump scheduled for removal which was moved up from scheduled appointment which was to be in approximately 2 weeks. Device is currently retained in risk management department. Representative to forward shipping envelope.